Event description:
It was reported to tyco/healthcare/kendall on 2/2002 that a cannula detached from the hub of an insulin syringe. The customer admits to reusing the syringes. Hospital staff could not palpate a needle left in place and x-rays were negative. The actual device is not available. Samples from the lot were returned.